Event description:
The user found that the air/water nozzle was clogged during reprocessing and replaced the nozzle with a new one. The user completed the gastroscopy with the device and the procedure was not delayed for more than 15 minutes. There was no report of patient injury associated with the event. Olympus then inspected the device at the service department of olympus (B)(6) sales & marketing (ocsm) and found that the air/water nozzle was clogged with foreign material such as white and yellow fluff.

Manufacturer narrative:
The device was evaluated at ocsm. As a result of the evaluation, the following was confirmed. The air/water nozzle was deformed, so it was necessary to replace the nozzle. Some foreign material could be removed, some could not. The olympus field service engineer was unable to confirm when the air/water nozzle was clogged and whether the user facility was reprocessing the device in the correct procedure. The device has not been repaired in the last year. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by the following: there was a difference between the reprocessing method implemented by the user facility and recommended by the instruction manual. There was insufficient training for user facility staff regarding device handling and reprocessing methods according to the instruction manual. The instruction manual states the possibility of infection by insufficient reprocessing. The instruction manual also states that the aw channel cleaning adapter should be used to clean the air/water channel after each use to prevent clogging of the air/water nozzle. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.